Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019 with blood glucose of 298 mg/dl. The customer was treated by intravenous and insulin drip. Troubleshooting was performed. The customer was not wearing the insulin pump during the hospitalization. Customer was using the insulin pump within 48 hours. Customer reported that the case was cracked. Customer was not using auto mode. The insulin pump will not be returned for analysis.